Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during initial drain (I-drain). The hp stated the patient line did not prime and was filled with air. The hp wanted to end therapy and start over. The technical service representative (tsr) assisted the hp to end therapy and remove the cassette. The hp would start over with new supplies. There was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated they started over with new supplies. The sample was discarded, the lot number was unknown. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags (clb) alarm. The used sample was not returned to baxter for evaluation therefore complaint cannot be confirmed in the lab. Per the complaint information, the patient had air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore, a batch review cannot be conducted.